Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations of 8.5 years after two weeks from implant date. The device power consumption is temporary high due to telemetry. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited longevity calculations of 8.5 years after two weeks from implant date. The device power consumption is temporary high due to telemetry. This device remains in service. No adverse patient effects were reported.